Manufacturer narrative:
(B)(4).

Event description:
The physician attempted to use a sprinter legend balloon and a non-medtronic balloon to pre-dilate a lesion located in the mid lad. The non-medtronic balloon was used first. The target lesion exhibited severe calcification and moderate vessel tortuosity. The inner artery was reported to be very heavily calcified. It was reported that both balloons burst during inflation. The physician then attempted to use a nc sprinter balloon to pre-dilate the lesion. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues noted. Resistance was encountered advancing the nc sprinter device to the target lesion. The nc sprinter device was inflated twice using high pressure. The device was used successfully. It was reported that during device removal the catheter separated during the pull back toward guide catheter. A snare was placed distal as back-up to use if needed. Removal was achieved with a ncsp2521x balloon inflated inside the distal segment of the guide to pin the distal segment of the broken ncsp2015x balloon against the inner lumen of the launcher guide catheter. Then everything, including the guidewire, was removed from the patient. No further patient complications were reported.